Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a defect in the needle valve. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this was an issue with calibration of the minimum flow of oxygen. The minimum oxygen flow adjustment does not affect the gas proportioning system. There was no hypoxic mixture and mechanical ventilation was still working and available. This was not a reportable malfunction. Additional information was received that this was an issue with calibration of the minimum flow of oxygen. The minimum oxygen flow adjustment does not affect the gas proportioning system. There was no hypoxic mixture and mechanical ventilation was still working and available. This was not a reportable malfunction.